Event description:
Healthcare professional reported left side rupture. Later reported ¿pain¿, ¿tumefaction¿, ¿nodular images hypoechoic of 7 and 8 mm of oval morphology in parallel orientation¿, and ¿several siliconomas in left armpit¿. Ultrasound confirmed rupture and siliconomas. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device has been explanted. This relates to the left side.

Event description:
Healthcare professional reported left side rupture. Later reported ¿pain¿, ¿tumefaction¿, ¿nodular images hypoechoic of 7 and 8 mm of oval morphology in parallel orientation¿, and ¿several siliconomas in left armpit¿. Ultrasound confirmed rupture and siliconomas. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the anterior side assessed as surgical damage, broken on the posterior side assessed as unidentified (tear) opening and missing side assessed as inconclusive. (Shell thickness was within specification). Pain: unable to observe since it is a medical event and is not related to the device. Edema: unable to observe since it is a medical event and is not related to the device. Silicone migration: unable to observe since it is a medical event and is not related to the device. Lump/nodule ndr: not applicable as the event is not related to the device. Granuloma: unable to observe since it is a medical event and is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported left side rupture. Later reported ¿pain¿, ¿tumefaction¿, ¿nodular images hypoechoic of 7 and 8 mm of oval morphology in parallel orientation¿, and ¿several siliconomas in left armpit¿. Ultrasound confirmed rupture and siliconomas. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is a medical event and is not related to the device. Edema: unable to observe since it is a medical event and is not related to the device. Silicone migration: unable to observe since it is a medical event and is not related to the device. Granuloma: unable to observe since it is a medical event and is not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture, later. Reported ¿pain¿, ¿tumefaction¿, ¿nodular images hypoechoic of 7 and 8 mm of oval morphology in parallel orientation¿, and ¿several siliconomas in left armpit¿. Device has been explanted and replaced with non allergan device.